Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. As a result of checking the event history log, it confirmed that there was a record of the high-pressure alarm during pump operation. During the functional testing, the reported issue could not be confirmed. The occlusion detection level of the dso sensor was within the standard. The probable cause of the issue is a defective downstream sensor or cassette product. Preventatively, the downstream sensor was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the high pressure alarm sounds even though the cassette was replaced. Event occurred while in patient use, during patient administration. There was known patient involvement and no patient harm reported.